Manufacturer narrative:
It was reported that during a left heart catheterization with intervention, upon removal of the catheter from the patient, a "thrombus" was noted on the catheter, reportedly from the linting of blue or towel. Per report, the blue or towel was inspected before use and linting was not identified at that time. It was denied that the towel was used to wipe the catheter. Per report, the facility was able to pull out the "thrombus"on the catheter; however, was unable to determine if any lint remained in the patient. The patient did not require additional sedation as a result of this incident. The patient was discharged to home following the procedure. There was no serious injury reported. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The sample was discarded and was not returned for evaluation. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that during a left heart catheterization with intervention, upon removal of the catheter from the patient, a "thrombus" was noted on the catheter, reportedly from the linting of blue or towel.